Manufacturer narrative:
(B)(4). Date sent: 6/29/2026. D4: batch #unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #ech60s, with lot/batch #a97k5g, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap anterior resection procedure, the surgeon fired in a pulsed method and hold upon the knife reaching the distal end of the stapler jaw. When the surgeon released the firing trigger, the knife blade did not return back to the stapler housing and was stuck at the distal end. The surgeon tried pressing the firing trigger multiple times and was finally able to retrieve the knife back manually by pressing the firing trigger. To test out the stapler again, surgeon tried firing the stapler outside the patient and the same thing happened (stapler fired till the end of the stapler jaw but was unable to return back, and surgeon had to "manually" return the knife by pressing on the firing trigger multiple times). There was no patient consequence nor surgical delay reported. No additional information provided.